Event description:
It was reported that the device was oversensing. It was decided to replace the lead. Upon explant, an insulation anomaly was observed.

Manufacturer narrative:
The outer insulation of the is-1 was found damaged/abraded at 7.7 cm from the connector pin, exposing the metal filar of the sensing coil. This would cause the reported oversensing when in contact with the ICD can.